Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 32mmx3.0mm target lesion was located in the severely tortuous and calcified right coronary artery. A 3.00 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. It was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent identified damage to the mid- section and proximal end of the stent as the stent struts were lifted and pulled in a distal direction. There was no signs of movement and the stent was set between the distal and proximal markerbands. An undamaged section of the crimped stent outer diameter (od) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. Both balloon cones were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 32mmx3.0mm target lesion was located in the severely tortuous and calcified right coronary artery. A 3.00 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. It was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.